Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have exhibited premature battery depletion (pbd). Furthermore, there were differing longevity estimates from ten months to six months given over the last four months. It was also noted during the same timeframe there was a drop in pacing impedance measurements on the right ventricular (rv) lead. Data analysis was requested, and confirmed the power consumption is unusual. Ts advised this could impact longevity, and can also affect therapy efficacy, and has the potential to damage the pacing lead due to corrosion. Ts recommended replacement of the ICD and suggested lead replacement as well due to the high-power current on the lead can result in damage to the lead. The device and lead remain in service and a revision procedure has been scheduled for the end of next month. No adverse patient effects were reported. Received additional information the device was explanted and replaced. The rv lead was not replaced and remains implanted and in service with the newly implanted device. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion (pbd) and drop in pacing impedance measurements on the right ventricular (rv) lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have exhibited premature battery depletion (pbd). Furthermore, there were differing longevity estimates from ten months to six months given over the last four months. It was also noted during the same timeframe there was a drop in pacing impedance measurements on the right ventricular (rv) lead. Data analysis was requested, and confirmed the power consumption is unusual. Ts advised this could impact longevity, and can also affect therapy efficacy, and has the potential to damage the pacing lead due to corrosion. Ts recommended replacement of the ICD and suggested lead replacement as well due to the high-power current on the lead can result in damage to the lead. The device and lead remain in service and a revision procedure has been scheduled for the end of next month. No adverse patient effects were reported. Received additional information the device was explanted and replaced. The rv lead was not replaced and remains implanted and in service with the newly implanted device. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Product returned for analysis.